Manufacturer narrative:
Device evaluation: "the device related to the reported event of capsular contracture was received on (B)(6) 2021, with lot number 3288126. Visual analysis of the returned device identified, voids and fold creases. A weight test of the device was verified, and the device was within specification. Bubbles in the gel observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing".

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side capsular contracture, baker grade iii. Device remains implanted.